Manufacturer narrative:
An event of mild aortic regurgitation post the valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing during manufacturing to ensure leaflet coaptation. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received that the annulus diameter was measured to be 23.2mm, the annulus area was 414.4mm2, and the annulus perimeter was 73mm. The final implant depth of the valve was 1mm. The puncture site was attempted to close after the bvp was performed. It was noted that the patient had hypotension when the puncture site closure was being performed. It was confirmed that the coronary artery was not closed, and that the patient symptoms were due to the dissection. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. After the valve was successfully implanted mild aortic regurgitation was noticed. After the post implant balloon valvuloplasty (bvp) was performed to resolve the regurgitation, the right coronary artery seemed closed. The right coronary artery was attempted to reopen multiple times, but this was unsuccessful. It was noted that the systolic blood pressure was lower than expected. It was seen via angiogram that a dissection occurred. A stent was emergently placed in the proximal part of the right coronary artery with a chimney of stents into the aorta ascendens. The patient was reported as stable.